Event description:
It was reported that approximately 10 days post stent graft implant, the stent graft allegedly moved 2mm distally. Reportedly, the patient had an av access graft in the left arm with a basilic vein outflow. There was a stenosis of approximately 25mm beyond the venous anastomosis. After balloon angioplasty was performed, the physician implanted the stent graft across the stenosis. The stent graft was placed successfully and the venagram showed a widely patent stent graft lumen. Ten days later, the patient returned to another facility for evaluation of the stent graft. Reportedly, beyond the proximal stent graft end, there was a dilated section of either the graft, of, a space between the graft and the proximal stent graft end. In the physician's opinion, the stent graft was not situated in the graft, but exclusively in the outflow vein. During the examination, it was found, that the stent graft had moved 2mm distally and that there was a dissection in the area between the stent graft and graft. It was unclear to the physician if the slight movement could have contributed to the dissection. The physician successfully treated the dissection with the placement of two stent grafts.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The product remains implanted, therefore, a device evaluation could not be conducted. The event investigation is underway.